Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) faster than the physician expected. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that this implantable cardioverter defibrillator (ICD) needed to be replaced after only five years of service and that the patient and physician are dissatisfied with the ICD longevity. It was noted that the patient was in chronic af (atrial fibrillation) and as a result the programmed sensitivity was sensing it all of the time. The ICD was explanted and replaced.